Event description:
Information was received indicating that this extension set exhibited leakage. It was noted that there was a pinhole in the filter where the leaking was observed. No adverse patient effects were reported.